Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she experienced an inaccuracy in cgm readings during an extreme low. Pt reported that her cgm was reading in the 200 mg/dl range when her low occurred. Pt became unconscious, and paramedics were called. Pt does not know what her blood glucose reading was at the time she became unconscious but reported that she had been experiencing cgm inaccuracies prior to the incident (cgm >400 mg/dl, fingerstick 225 mg/dl).

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The exact age of this pt is not reasonably known to dexcom. The pt's age has been estimated to be (B)(6) based on narrative info contained in the pt's complaint file.